Event description:
Physician ordered multiple labs. In attempting to convert the value for the creactive protein, lab technician utilized free text to enter the value. Because the number was free text, the computer did not highlight the value or flag it as abnormal. This may have caused the provider to not indentify the value.